Event description:
Patient reported left side back and shoulder pain - not related to the device, capsular contracture baker grade unknown, and exchange from textured to smooth due to the concern of the product. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown, and exchange from textured to smooth due to the concern of the product.